Event description:
It was reported that during normal eri, low out of range high voltage lead impedance was noted. During examination of the pocket, insulation issue was observed. The lead cut during the change out was suspected. The lead was capped and replaced.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being files as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.